Event description:
The customer reported that there was foreign material in the forceps/instrument tube (ch-tube) of the subject device. There was no procedure or patient involvement.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed white foreign material in the forceps/instrument port at the distal end that was difficult to remove. There was no clog observed in the forceps/instrument channel; however, a leak was observed due to a pinhole in the channel. The light guide was slightly wrinkled. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.